Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited high capture threshold and decreased sensing. Upon fluoroscopic imaging, the atrial lead was found to have a lack of slack. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6 codes were updated.

Event description:
New information received notes that the right atrial lead had dislodged and exhibited intermittent under-sensing.

Event description:
New information received notes that during the procedure an atrial lead repositioning was attempted, but the stylet was not able to be advanced all the way to the distal lead tip. As a result, the lead was extracted and replaced.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, under-sensing, p-wave amplitude variation, lack of slack, and failure to advance stylet. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and clogged with blood / tissue. The reported events of inadequate capture, under sensing, p-wave amp variation were not confirmed. Electrical testing did not find any anomalies. The reported event of failure to advance stylet was confirmed. A sample stylet was used for an insertion test and was restricted in the middle region of the lead. The cause of the failure to advance stylet was due to blockage of blood in the inner coil.